Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse found crm & safety disk both defective, the fse replaced the crm & safety disk to resolve the issue. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure.